Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2: type of follow up - additional information/ device evaluation. H3: device evaluated by mfg - additional information. H6: additional information. H11: additional information.

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and major damage due to usb connector was damaged with sub-battery. Receiver charge and boot tests were performed and failed due to verified usb connector was damaged with sub-battery. Functional tests were not performed due to verified usb connector was damaged with sub-battery. An internal visual inspection was performed and passed. The receiver log was not downloaded due to verified usb connector was damaged with sub-battery. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.